Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a medical representative regarding a patient who was implanted with a neurostimulator for non malignant pain. The caller reported migration/dislodgement of lead. Caller states they were doing revision at the time of this report as patient was getting stimulation but not enough on their left side as the paddle lead had shifted to the right after implant. Caller states they did normal reprogramming for the patient they were getting okay coverage for back but it wasn't in their left leg as much as they wanted it but the patient hadn't made any complaints of stimulation at this point. Caller states the office did an x-ray (unknown date) and patient decided at this point they wanted lead moved and really noticed that they're stimulation was not comparable to the trial. Caller called intra-op and reported that surgeon pinched lead with a surgical instrument but impedances are all within range (700-800 ohms on 0-7 and around 950 ohms on 8-15) even after checking different reference electrodes and impedances haven't changed at all. Caller initially stated surgeon thinks they can see an indentation on the lead where they pinched it but no wires were exposed. At the end of the call, surgeon stated that the insulation is off at one part of the lead and there is some exposed wires with a kink of some kind. Caller states they are going to replace the lead. Case was not yet completed at time of call and there is not information about patient recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.